Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 511 mg/dl. The customer was experiencing symptoms of dizzy, nausea and vomiting. Customer cause of hospitalization was high blood glucose. Customer was admitted in the hospital for 2 days and treated with insulin drip. Customer was wearing the pump at time of hospitalization.